Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side device rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify broken striated. Based on the device analysis the final assessment is: broken striated in the side radius assessed as fold flaw opening. Missing shell assessed as inconclusive. Additional data: d.10, h.3, h.6.

Event description:
Healthcare professional reported a left side device rupture. The device has been explanted.